Event description:
The pt fell 3 times in the past month. Following a fall, about 3 weeks ago, stimulation sensation became intermittent. Movement produced stimulation changes. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).